Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 14atm. Physician commented that it was an effect of the calcified nodule. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 14atm. Physician commented that it was an effect of the calcified nodule. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The balloon ruptured at 12atm.